Manufacturer narrative:
Further information from the reporter regarding event will be requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc the physician changed out the needle and when the second needle was applied to the syringe the syringe cracked at the luer lock. Patient contact was made. No injury to the patient or injector.

Manufacturer narrative:
Device history record (DHR) summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip).

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc the physician changed out the needle and when the second needle was applied to the syringe the syringe cracked at the luer lock. Patient contact was made. No injury to the patient or injector.